Event description:
It was reported that the patient had bilateral crystalens implantation. Approximately two months following the implantation, the patient developed bilateral z-syndrome. The surgeon performed yag bilaterally, and the patient was referred to another doctor for a second opinion. The second opinion doctor initially planned to implant a capsule tension ring (ctr) to correct the z-syndrome noted in the patient's left eye, but instead decided to replace the lens with a different model crystalens (at52ao). The patient's most current bcva was 20/20 and the patient was reportedly doing well after iol exchange. The doctor indicated that in his opinion, the likely cause of the event was patient anatomy (narrow angles combined with abnormal capsula). This report refers to the patient's left eye. Please reference MDR#: 2031924-2012-00095 for the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.